Event description:
It was reported that a patient presented in-clinic for a generator change procedure. During the procedure, the right atrial (ra) lead was found to have high capture thresholds and low pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.